Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 40 days post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve as it did not repair the issue. The physician reported the ring was fully functional. No additional adverse patient effects were reported.